Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was removed due to a systemic infection. The source of the infection is not known. No further patient complications have been reported as a result of this event.